Event description:
It was reported that 2 and a half years post implantation, the patient was given a depo-medrol injection as well as prescribed medrol doepak 4 mg tablets due to greater trochanter pain as well as bilateral knee pain. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: (B)(6), item name: 36mm i.d. Size e neutral liner, lot #: 65255951. (B)(6), item name: femoral stem cementless collared high offset 12/14 taper, size 3, lot #: 3074345. (B)(6), item name: bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper, 12/14, lot #: 3090848. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.